Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system there was leakage at the connection. The following information was provided by the initial reporter, translated from japanese to english: leakage from connection.

Manufacturer narrative:
H.6. Investigation summary: received a nexiva 24ga catheter-adapter extension set assembly and a q-syte assembly inside an open package from lot number 9113868. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: traces of medicinal substance was observed on the extension tubing. The pinch clamp was fully engaged. No damage was found either on the inside or the outside of the straight adapter. Water-leak test: the test was performed by connecting the end of the straight adapter into the iso standard luer fixture and submerging it into water. No leakage was observed on any of the areas of the unit. Then connected the q-syte unit to the end of the straight adapter and the iso standard luer fixture to the q-syte and then submerged everything into water. No leakage was observed on any of the areas of the received unit. Conclusion(s): root cause not determined ¿ the unit received for evaluation did not deliver any evidence of manufacturing related issues associated with the failure described in the event description. No leakage was observed on any of the areas of the unit during the performance of the water-leak test.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system there was leakage at the connection. The following information was provided by the initial reporter, translated from (B)(6) to english: leakage from connection.